Event description:
Patient being transported, developed cardiopulmonary arrest in flight. Attempted to defibrillate patient using zoll monitor with kimberly clark r2 multifunction electrodes. No energy delivered to patient. Replaced pads with spare set of r2 multifunction electrodes and attempted to defibrillate. Error message on monitor that there was a pad/electrode fault. Patient taken to ER with CPR in progress. Patient resuscitated in ER and admitted to ICU.